Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stated she had her previous implant replaced, due to normal battery depletions. Patient was continually having incontinence, patient did not feel like she did previously, and she was hurting all the time like she was hitting a different nerve. Patient reported going to the doctor, who advised the patient to call and ask for guidance. Patient reported adjusting stim on program 3, but had not tried a different program. Patient had access to the patient programmer (pp), and it showed stim was on. Patient had the ability to changed programs. Patient felt stim in the bike area. Patient changed to program 4 and increased stim to 8.5v and could barely feel stim. Patient changed to program 1 and increased stim to 4.5v. Patient stated she felt stim at a comfortable level and no longer was hurting. Patient was redirected to hcp if issue does not resolve. No further symptoms or complications reported/anticipated. Additional information was received from the patient. The patient reported that they were feeling stimulation in the wrong location. The patient stated that they were having trouble with the stimulation not hitting their nerve and noted that it felt like it was in the wrong place. The patient stated that it was hitting a bone in the back of their hip and that they were urinating constantly. The patient noted that they had changed programs the last time they called. The patient stated that they had a fall in (B)(6) of 2017 where they broke their leg and was urinating a lot, but at the time of report the patient stated that they had stimulation in the wrong place. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient did not know the cause of not feeling stimulation in the wrong location. The step taken was to change the setting to different settings and called manufacturer for help. The patient indicated that the stimulation in the wrong location was resolved but still had urinating problem. Patient was feeling stim in the correct area.